Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump could not charge properly without the customer maneuvering the cable into the charging port at a certain angle, in order to complete a successful charge. In addition, the customer stated the pump battery was noted to be depleting quickly. Customer reported blood glucose level was not impacted. Reportedly the customer will continue to use the pump until the replacement pump is received.

Manufacturer narrative:
(B)(4).